Event description:
It was reported to tyco health care/kendall on 02/04/08 that a customer had a problem with a feeding tube. Customer stated that pt suffered from a lung puncture while inserting feeding tube.

Manufacturer narrative:
On 02/08/08, I spoke with the risk mgr who stated: "the event occurred between 3 months range in 2007. The reason that this complaint was only referred to your company on 2/4/08 is because she has only been in the risk management position for two months and was requested by leadership to report this now." She did not have a lot of info other than that the pt was elderly and did not need a chest tube. She also stated that: "the hosp did a root cause analysis and found that the nurses were not using lubricant with these tubes which may have contributed to the pneumothorax."